Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment and tape was not sticking. The customer reported no adverse event. The event involved product mmt-242a and mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned for analysis. No product return required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact missing, scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked keypad overlay, cracked case, and label damage. Cosmetic damage was confirmed on battery compartment (battery tube) and cracked pump was confirmed. In addition, the battery cap contact was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.